Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure of the knee. It was reported that the insert would not lock into the baseplate. Another device of the same catalog number (different lot) was used and performed as expected. Surgery was completed successfully with no surgical delay.